Event description:
A customer reported receiving a "replace sensor" message after 5 days of using the adc freestyle libre sensor. Customer further reported experiencing a loss of consciousness and was incapable of self-treating. An ambulance service was called and administered glucose as treatment to the customer. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h-4 (device mfg date) has been updated based on the returned product. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was returned. Removed the plug and inspected the plug assembly. Observed a crack in the sensor neck, which is indicative of an insertion failure. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message after 5 days of using the adc freestyle libre sensor. Customer further reported experiencing a loss of consciousness and was incapable of self-treating. An ambulance service was called and administered glucose as treatment to the customer. There was no report of death or permanent injury associated with this event.